Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose level of 400/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with manual injection for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer did not allege insulin pump was under delivering. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.